Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the diagonal of the left anterior descending artery. A 2.25mmx28mm promus premier drug-eluting stent was advanced; however the catheter fractured. Multiple snaring attempts were performed but were unsuccessful. Eventually, the catheter was trapped in the guide and were then completely removed altogether from the patient's body. It was noted that the patient's pressure dropped, asystole and impella placement were performed. The procedure was completed with implantation of a different 3.0mmx38mm stent. No further patient complications were reported and the patient was doing well.